Event description:
Patient presented back to the physician with continued ear pain and headaches. Physician brought the patient into the operating room and removed the entire inspire system.

Event description:
Patient presented to the physician with persistent ear pain and headaches since the implant procedure. Physician prescribed antibiotics and steroids; however, the patient showed no improvement. The physician plans to re-evaluate the next steps.